Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the 30-degree endoscope plus was flipping without the surgeon wanting it to flip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The unit was analyzed and found to placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at in the middle 1/3 of the endoscope cable. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cab integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was visually inspected and found with mechanical damage the scope¿s distal tip. The endoscope was tested and place on an in-house system for cable testing and failed due to wpb defect.